Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported clog in the air/water nozzle appeared to be a solid organic foreign matter but otherwise could not be identified. The root cause of the issue could not definitively be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance to the device IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the reprocessing of the evis exera iii colonovideoscope, a clogged auxiliary water channel was found. The issue was found during a cleaned, disinfected, or sterilized treatment. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The nozzle was clogged with a solid brown organic material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: air/water flow issues; worn out distal sheath glue; chipped light guide lenses (x2); the insertion tube was buckled; the suction cover was damaged; the bending angulations were out of specification; and the universal cord was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.